Event description:
It was reported that the patient experienced urinary retention due to an urethral stricture for around a month leading to an sp tube being placed. The patient had an existing inflatable penile prosthesis (ipp) however the physician determined that the stricture was unrelated to the device's placement or presence in the patient. While putting in the sp tube the reservoir of the ipp was punctured causing the system to leak out and exhibit inflation issues. This failure was not due to a mechanical issue with the device but damage from the sp tube as the ipp was functioning as designed prior to tube insertion. A surgical procedure was performed in which the punctured reservoir was left in place and a new reservoir was placed on the left side. The new system was cycled several times and seemed to be functioning as designed. The patient did not experience further adverse events and fully recovered following the procedure.